Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient had big gaps on the side of uppers and two side teeth were crooked at the end of treatment. Clinical support noted the upper right lateral may have been tipped and upper left lateral still needed more alignment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.